Event description:
It was reported post implant a gastric band, an x-ray was performed and the band was losing all the fluid. The x-ray showed the band is disconnected in some way. Device is still implanted.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device remains implanted.